Manufacturer narrative:
Device evaluation: monitor (B)(4) and electrode belt (B)(4) associated with this event have been evaluated. Upon receipt, both the electrode belt and the monitor were found to be fully functional. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor (B)(4): (B)(6) 2011 - reuse. Electrode belt (B)(4): (B)(6) 2015 - initial use.

Event description:
Zoll was notified on (B)(6) 2016 that a patient had passed away in the hospital on (B)(6) 2015. The patient's physician alleged that the patient had vt/vf around 6:45 am on (B)(6) 2015 and that the device did not treat the patient. The physician removed the lifevest from the patient, and the patient later passed away not wearing the lifevest. There were no reported witnesses to the patient's death, and the patient was being monitored on telemetry. The patient's prescribed vt rate threshold was programmed at 180 bpm and vf rate threshold was programmed at 220 bpm. Review of downloaded data (attached) from the date of the patient's death do not indicate any occurrences of vt or vf, indicating that the patient's heart rate did not reach those programmed thresholds.